Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 177 mg/dl. The customer was unable to complete the troubleshooting because she received a button error alarm. The device was not returned.